Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the pain had not been determined. A connectivity and impedance check were normal. The physician directed the patient to follow-up with the implanting doctor but the patient had not yet made an appointment. The patient¿s battery site pain was not present because she had kept the stimulator off since being seen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that they met with the patient on (B)(6) 2021 and asked her to follow up in 2-3 weeks, after testing programming changes, to determine if she would want to entertain a pocket revision. The healthcare provider did not determine the cause; it was suggested to the rep by tech services that the patient¿s description was in line with a possible pocket short. Patient is testing out new programming to see if the new parameters make leaving the stim on more tolerable. If the device is replaced or removed, it will be returned for analysis. The event date was asked but unknown. Patient was unsure of her weight at the time the issue arose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On october 11, 2021, the manufacturer representative (rep) reported that last year the patient started having pain at the ins site only when stimulation was on and running. It got so bad that the patient couldn't tolerate turning the therapy on. The rep checked impedances, which were within the normal range (730-940 ohms). Issue was not resolved during the call. Technical services reviewed possible causes of the issue and redirected the patient to go to their doctor to further address the issue and to determine next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient complains that she has battery site pain when she turns the stimulator on. They deny feeling a heating sensation, but they report soreness and burning. The patient denies having any traumas or falls that could have contributed to the issue. Impedances were checked and were normal. The connectivity check was normal as well. The rep offered to reprogram the patient's stimulator settings, but the patient refused. They stated that when the stimulator was on it helped their chronic pain, but caused pain at the battery site. Per the patient's doctor, it was indicated that the patient needed to follow-up with their implanting doctor. The issue was not resolved. No surgical intervention occurred. It was unknown if surgical intervention would be planned, but the rep indicated they'd follow-up for more information.